Event description:
The calf support allegedly fell off the bed with a pt in the bed. There was no injury reported.

Manufacturer narrative:
The hill-rom field investigation reported the mounting screws had backed out of the foot support. The facility reinstalled the calf support and indicated the screws were too short to properly grab the metal foot support frame so they replaced the screws with longer non-OEM screws. The facility has ordered the correct OEM screws for a permanent repair.